Event description:
Device depleted pad-pak before expiry. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 27th november 2008. Previous experience has shown that devices returned with symptoms of switching themselves on may be attributed to membrane failure. The multiple manual power ups of mainly ten-minute duration and measurements taken during the course of the investigation would indicate a failing membrane. These multiple manual power ons had resulted in the premature depletion of the returned pad-pak, as per the reported fault. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The initial pad-pak performed as expected for approximately 13 months before issuing a low battery warning. The temperature recorded by the device at this time was 4.1°c which was below that of the minimum standby temperature of 10°c for the 2.0.2 software installed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device depleted pad-pak before expiry. There was no patient involved in this event.